Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in poland. It was reported that patient faced infusion set tape not sticking event on 16-jun-2024. The infusion set was in use for two days. No further information available.